Event description:
It was reported that following an implant procedure, the patient experienced a pneumothorax which required a chest tube to resolve on the system. The complication was resolved and the patient was discharged without further consequences.